Manufacturer narrative:
The analyzer in question is located in the adult ICU. Qc results obtained prior to running the patient results was noted to be out of range. Patient results should not have been run on the analyzer until troubleshooting was completed and qc results passing within the expected range. The customer was instructed to change the sensor card and re-run the qc results. When the service technician arrived on site the following day, it was noted that the sensor card had not been changed as instructed. The day after the results in question were reported, the service representative was on site to evaluate and service the analyzer. The sensor card was changed and the flow lines were cleaned. After changing the sensor card, all controls passed and the results were compatible with the patient's clinic. There was no reported impact to the patient. Requests to obtain additional information on the patient condition as well as medications was not successful. No further information was provided. All device history records are reviewed for quality inspections and compliance prior to approving the product for distribution. No further action is recommended at this time. Nova biomedical will continue to monitor for this or similar events.

Event description:
Low pco2 result incompatible with the patient's clinic. Client contacted the local technician on (B)(6) that equipment in the adult ICU was releasing low pco2 and that he compared results with the hospital's prime and results were incompatible